Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to use, during unpackaging of the 3.50x38 mm xience alpine stent delivery system (sds), two or three proximal stent struts were outside of the protective sheath and it was noted that the proximal shaft was separated. The device was not used. There was no patient involvement. There was no clinically significant delay in the procedure. A 3.50x33 mm xience alpine was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft detachment was unable to be confirmed. The reported device misassembled was unable to be confirmed due to the protective sheath was not returned however stretched stent struts were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be confirmed/ determined.